Manufacturer narrative:
An image was returned for evaluation. The lot number for the device was provided. The device history records are currently under review. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent solo vascular stent system products that are cleared in the us.

Event description:
It was reported that 3 months after treatment of the tortuous right superficial femoral artery (sfa), the stent was allegedly found fractured in two locations in a follow-up appointment; as a result, stent restenosis allegedly occurred. It was further reported that the patient is unable to undergo surgery to remove the fractured stent due to the patient's physical condition. The patient has been unable to walk prior to stent implantation and remains inactive.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the images provided, the stent was placed overlapping with a competitor stent; the placed stent was confirmed to be twisted in two section below the overlapping zone. Stent fracture could not be verified. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Based on the information available in this case, a definite root cause could not be identified. Labeling review: in reviewing the applicable labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. Regarding overlapping stent placement, the IFU states: "if multiple stents are placed in an overlapping fashion, they should be of similar composition (i.e., nitinol)." In addition, the IFU states: "cases of fracture have been reported in clinical use of the lifestent® vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Correct stent placement was found sufficiently described; the IFU states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: "predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended." H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified in d2 and g5. H10: g4. H11: b2, b5, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months after implantation in the tortuous right superficial femoral artery (sfa), the stent was allegedly found fractured in two locations in a follow-up appointment; as a result, stent restenosis allegedly occurred. It was further reported that the patient is unable to undergo surgery to remove the fractured stent due to the patient's physical condition. The patient has been unable to walk prior to stent implantation and remains inactive.